Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high rv and superior vena cava (svc) coil impedance. The rv lead was only partially explanted due to a failed laser explant attempt and replaced. No patient complications have been reported as a result of this event.